Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated or establish telemetry. There was no tone during magnet application. The device was explanted and replaced due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis was performed. The device lost telemetry and function due to battery depletion. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The analysis of the hybrid documented nominal current drain in both por pacing parameters with no pacing load and vvi pacing with the ventricular chamber loaded. No anomalous behavior was identified with device pacing. Device telemetry functioned nominally, and nominal levels were measured for the device reference voltages. The analysis was terminated due to the inability in establishing an abnormal current drain. The analysis of the battery determined there was an opening in the anode separator bag and lithium deposition at the separator opening and near the exposed cathode material but not near the cathode tab. Correction: this device was included in that field action, and returned product testing found the device did perform as described in the field action.